Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 83 year old female who was admitted for high risk percutaneous coronary intervention. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was unknown. During procedure, upon setup, the screen alarmed that the impella was not primed. The cassette and purge pressure transmitter were removed and placed again, but no dextrose exited the tubing. The purge cassette was replaced to resolve the priming issue, and the patient received support from the cp for the coronary angioplasty procedure. The priming problem will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D3, g1 (manufacturer fax) and g4 (PMA/ 510(k)) were added as they were inadvertently omitted from the initial report. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Priming problem: the cause of the priming problem was not determined since product/data were not returned.